Event description:
Tube feeding pump continuously alarming when administering fibersouirce tube feeding. Staff noted at least 10 failures of this sort and were able to administer by dumping the tube feeding into a gravity bag then administering via pump. Staff observations revealed proper technique, kangaroo pump inspected by biomed and no defects noted. Biomed tested 9 sets from lot #17174216 and four sets from other lots. Seven of the nine sets from lot #17174216 had failures, none of the other lots had failures. Part number: 227906; vendor: (B)(4), item description: spike set, enteral feeding, epump, safety screw; MFR product number: (B)(4).